Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, induration (injection site induration), was assessed as meeting the reporting criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: ikonnikova ev, kruglova ls. Recurrent inflammatory reaction after correction of the nasolacrimal sulcus with a filler based on hyaluronic acid: a clinical case. Russian journal of clinical dermatology and venereology. 2020;19(4):558-562.(in russ.) Ttps://doi.org/10.17116/klinderma202019041558.org/10.17116/klinderma202019041558.

Event description:
This case is related to 3013840437-2020-00112, referring to the same literature article. This is a literature report from a case study describing the occurrence and treatment of recurrent inflammation in the area of the nasolacrimal sulcus after the introduction of hyaluronic acid. This literature report from russia concerns a (B)(6) female patient. She was injected with hyaluronic acid, into the nasolacrimal sulci and lips, for a re-correction. Hyaluronic acid was injected using an analogue technique, by means of a cannula. The patient was previously injected with a total of 1 ml of a different hyaluronic acid, 2.5 years prior to this report, into the region of both nasolacrimal sulci by cannulation, and for the correction of the volume and shape of the lips. After the procedure the patient did not notice the occurrence of any adverse effects but was unhappy with the (subjectively) unsatisfactory correction of the nasolacrimal sulcus. Two years after the injection of the original filler, she contacted another physician with the aim of a re-correction of this region. Three days after the hyaluronic acid injection, the patient experienced swelling, pain, redness and induration, that suddenly occurred in the region of the nasolacrimal sulci, predominantly on the right. No negative effects in the area of the lips were observed. On contacting the doctor who carried out the re-correction, suprastin and external hormonal agents were prescribed, while enzymatic resorption of the filler with hyaluronidase was also suggested, which the patient categorically declined. On the fifth day after the injection, at the time of the examination, pronounced painful oedema in the projection of both nasolacrimal sulci was observed, in the middle of which areas of elongated induration measuring 1.5 x 0.7 cm were determined by palpation, which were not cohesive with the surrounding tissues. At the inner corner of the right eye a small amount of purulent discharge was observed. No pathological changes in the area of the lips. In an ultrasound examination, in the projection of the nasolacrimal sulci, inclusions were determined in the ultrasound image which were characteristic of hyaluronic acid based products and located both deeply (2-2.3 mm outward from the periosteum), and superficially (3 mm in depth from the skin surface). Signs of pronounced oedematous-infiltrative changes of the surrounding tissue, with an increase in the local blood flow were seen. Ultrasound examination of the upper and lower lips showed no anomalies (standard signs of the presence of hyaluronic acid based products). The patient was diagnosed with a local infection of the skin and subcutaneous tissue as a complication of the procedure. Corrective treatment included amoxicillin and clavulanic acid (875 mg/125 mg), twice daily for 10 days and cetirizine,1 table per day. After 3 days of therapy a clear positive dynamic was seen, with a complete reduction in oedema and pain. On the 8th day of continuing antibiotic therapy, enzymatic resorption of the filler was carried out with hyaluronidase, in a dilution of 3000 me in 4 ml, using a multiple injection technique and widespread infiltration, treating not only the key zones, but also the surrounding intact areas in a single application. After completing the treatment, a control ultrasound examination was performed which showed no signs of inflammation and remaining fragments of filler. On the basis of the therapy, a complete reduction in all the aforementioned clinical symptoms was seen. Five months after the end of the therapy, the patient contacted the cosmetologist and was injected with a total of 1.6 ml of a different hyaluronic acid, into the nasolacrimal sulcus and lips, for correction of the nasolacrimal sulcus and re-correction of the volume of the lips. Hyaluronic acid was injected with 0.3 ml into each side of nasolacrimal sulcus and with 1 ml into the lip area. Three days after the treatment, oedema, pain and redness occurred again in the treated areas. It was further described as a recurrent inflammatory reaction. As before, no pathological symptoms were observed in the area of the lips. As corrective treatment, a homeopathic anti-inflammatory ointment, suprastin, aspirin, enterosorbents, oral potassium chloride and ciprofloxacin (500 mg), 2 times a day for 7 days were prescribed. A therapy effect was not noticed. Four days after the start of antibacterial therapy, pronounced oedema and erythema in the projection of both nasolacrimal sulci and itching were observed. There were no abnormalities in the area of the lips. With the continued use of ciprofloxacin, the patient was prescribed with dexamethasone tablets (1st day - 9 mg/day, 2nd day - 6 mg/day, 3rd day - 3 mg/day, 4th day - 1.5 mg/day, 5th day - 0.75 mg/day). On the second day of treatment a sharp reduction in swelling and rash was seen, there was no itching. After the end of the patients treatment, she categorically declined the recommended enzymatic resorption of the filler and repeated ultrasound examination as she was completely satisfied with the result of the therapy and external appearance of the nasolacrimal sulcus. Due to the provided information, the outcome of the events local infection of the skin and subcutaneous tissue and induration was considered as resolved. Due to the provided information, the outcome of the event inflammatory reaction was considered as resolving. In the opinion of the authors, this region has its own specific anatomical and physiological features which can play a key role in the development of various complications in the event of injection therapy in this zone, particularly in the presence of risk factors such as low quality of the injected product, incompatibility between successively injected products, the degree of stabilization of the filler and its physical properties, individual immunological characteristics of the patient and infectious diseases of various kinds.